Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for 2365 pulses and delivered boluses with no timeouts or drive stalls. No damages or defects were found to the needle mechanism. The soft cannula was measured to be stretched. It is unknown when or how this damage occurred.

Event description:
It was reported that the needle never deployed the cannula into the skin.